Event description:
A customer contacted baxter's technical service center regarding pain during dwell 3 of 5. The home pt (hp) felt abdominal discomfort, abdominal pain, and difficulty breathing. The las fill volume was 2000ml. The drain volume was 2851ml. The hp was connected to the cycler at the time of the report. The hp was instructed to sit up for draining. The hp was instructed to press stop and arrow down to manual drain then start manual drain (drain volume was 2851ml). During a f/u call to the hp's nurse in 2008, the nurse indicated that she was aware of the report. The nurse indicated that during exchange number 3, the hp went to fill and felt pain and felt full. The nurse stated that if the hp is somewhat overdramatic and does not tolerate much. The nurse stated that the hp was draining sluggishly, and hadn't drained off with exchange one or two, the hp would have had about and extra 400 ml to drain in the last exchange but would not have ultrafiltered as much as the 2851ml reported. The nurse stated that the symptoms of difficulty breathing, abdominal pain, and abdominal discomfort were resolved with the manual drain. The nurse indicated that the hp claimed that she did not do any bypasses, and did not push any extra buttons or alter anything. The nurse also indicated that the hp does not normally do any manual exchanges. The nurse stated that the hp's normal ultrafiltration (uf) for the dextrose concentration used the day of the report is around 200ml. The nurse did not know what the normal uf is for the dextrose concentration used the previous day. The nurse did state that the dextrose concentration for the previous last fill was one bag each of 1.5% and 2.5%. The nurse also stated that she has since showed the hp how to do a manual drain and that the hp is doing well, continuing with peritoneal dialysis well. No pt injury or medical intervention was indicated at the time of the initial report or during the follow-up call to the hp's nurse.

Manufacturer narrative:
The homechoice unit has been requested for eval but has not yet been received.